Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a patient sample is generating in consistent results with architect ca19-9xr. The sample generated architect cat19-9xr of >1200 (neat), 153 (10-fold auto-dilution), >2400 (2-fold manual dilution), 49.5 (22-fold manual dilution, 2711 (4-fold manual dilution) u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The historical performance of reagent lot 69018m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 69018m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 69018m800. Review of the ticket trending and lot search also did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Use error may have contributed to the customer's erratic elevated results may be caused by an interferent in the patient sample. Taken together, no systemic issue or product deficiency was identified.